Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was seen during a peritoneal dialysis clinic visit on (B)(6) 2014, and was diagnosed with peritonitis. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. The patient did not wash their hands and did not do a mask. On (B)(6) 2014, effluent expressed from the peritoneal dialysis catheter was cultured during the clinic visit, and there was no growth. The patient was prescribed an antibiotic. Drug name, dose, and frequency unk, via intraperitoneal route. As of (B)(6) 2014, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues. The patient's signs and symptoms of peritonitis have resolved, and the patient completed taking the prescribed antibiotics.